Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that they were able to interrogate a newly implanted pump but could not update it. The progress bar goes half way and then they lose telemetry, gets a pump memory error, stopped pump. There were sources of potential emi present as they were still in the or (operating room) and they had turned off the lights. It was reviewed to move the patient away from any equipment or turn off equipment if possible and attempt to reprogram. The reporter reprogrammed the pump and updated. The reporter confirmed telemetry completed successfully. Additional information later reported they filled the pump today (B)(6) 2014 and in reading the logs they noticed there are only 5 steps instead of 7 on (B)(6) 2014 for 2 sets of logs on the day patient was in surgery for pump replacement. Per the reporter, the third and final set of logs had the complete 7 entries and they were all almost at the same time at 13.32. The hpc confirmed the patient was not having any therapy problem. Additional information later received from the hcp indicated the patient was doing fine now. The hcp was not aware of programming issue. The pump was used to deliver gablofen.